Manufacturer narrative:
B4:28sep2021 the device was being set up at the time the issue was discovered. There was no patient or user harm reported. There was no delay to the patient therapy.

Manufacturer narrative:
Report date: 21jun2021. There was no patient involvement.

Event description:
The customer reported that the ventilator's touchscreen turns black during pre-use set up. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (rse) who confirmed the reported issue. The customer reported that that ventilator will be retired per respiratory technician director. No other anomalies were reported.